Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure. No further information has been obtained despite good faith efforts.